Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. A batch review was performed revealing that no nonconformance report was documented for this lot. All release criteria were met for the build of this lot. Additionally, a trend review was performed showing an unfavorable trend year over year for reported complaints of ruptured reservoirs. The root cause for ruptured reservoirs is currently being investigated under CAPA (B)(4). The scope of this CAPA will be limited to infusor and intermate product families as they are the biggest contributor to the rupture complaints. The investigation will focus on data for the past two years (2008-2009). Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 10 device ruptured near the end of an infusion on a (B)(6) male patient. The device was infusing a 240 ml solution of an antibiotic and sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.